Manufacturer narrative:
Device evaluation: product not returned, photos not provided and x-rays not provided. Device evaluation unable to be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to operational factors, patient factors, or post-op care factors. DHR review: DHR review was unable to be completed as lot number is not known. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a revision surgery was performed to address two vital screws that were fractured about 3.5 months post-operatively. The initial construct was placed at l5/s1 and the two screws that broke were at s1. The top-half of the screws were removed but the bottom shafts remain in the patient. Two new 7.5 x 45mm screws were placed at s1. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00396.

Event description:
It was reported that a revision surgery was performed to address two vital screws that were fractured about 3.5 months post-operatively. The initial construct was placed at l5/s1 and the two screws that broke were at s1. The top-half of the screws were removed but the bottom shafts remain in the patient. Two new 7.5 x 45mm screws were placed at s1. This is report one of two for this event.